Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the backup battery cover screw was able to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed 8 events spanning approximately 2 days (01jan2001, 13sep2022 per timestamp). Events captured on 01jan2001 took place when the clock was not set. The driveline was not connected to the controller. The log file displayed data consistent with manufacturing. There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller was able to function as intended. The backup battery cover plate screws were inspected and one of the screws had no threads, and would not secure to the cover plate. Heartmate ii system controller manufacturing documents to include the inspection of the backup battery cover screws. This controller was manufactured prior to implementation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an out of box failure for a system controller. The system controller battery cover screw turned with a wrench (not stripped), but it would not come out far enough to take the cover off.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.